Event description:
It was reported that a routine remote monitor transmission showed a sudden right ventricular (rv) lead pacing impedance increase with a short interval counts (sic) increase and non-sustained (nst) episodes with v-v intervals less than 220ms average. Investigation determined that the rv lead was capped and replaced two days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7232cx, implantable defibrillator, (B)(6) 2011. (B)(4).